Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that when using the spine map 3d 3.1 software, the accuracy was off by 2-3 millimeters which made navigation and screw placement difficult for the surgeon.

Event description:
It was reported that when using the spine map 3d 3.1 software, the accuracy was off by 2-3 millimeters which made navigation and screw placement difficult for the surgeon.